Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that there was no cannula on the sensor when removed and customer also states that the needle was hard to remove when inserted. The customer blood glucose level was 86 mg/dl. The customer was assisted with troubleshooting. Customer states the transmitter did not flash upon connection. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used partial sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened or used. Customer did not return insertion needles.